Event description:
The customer experienced an issue with a sample ID mismatchs on the cobas 8000 core unit. Patient a ((B)(6)) had been manually programmed, processed, and resulted earlier in the day. Patient b ((B)(6)) was found to have been assigned to the same rack and position number as patient a. Patient a then received patient b's ID with all patient a's result data. The technician denied that the issue was due to an error during the manual programming. On (B)(6) 2018, the customer was trying to program sample c ((B)(6)). Sample c 's name and test selections were assigned to sample d ((B)(6)), which had been resulted earlier. No incorrect data or information crossed over to the laboratory information system (lis) or was reported outside of the laboratory. There was no adverse event. The files from the analyzer were checked and the issue could not be confirmed. The investigation did not identify a product problem. The cause of the event could not be determined.